Event description:
It was initially reported that the patient was referred for replacement for an unknown reason. At the replacement for the patient, high impedance was observed on the patient's device and this was stated to be the reason for replacement. The lead was reinserted into the generator to see if that was the issue however that did not resolve the high impedance. The patient's lead was replaced however the generator was left implanted with the new lead. The explanted lead was stated to have been discarded so device return is not expected. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Information was received that patient had experienced painful stimulation in her ear and neck that was caused by a lead break. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.